Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed low battery alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electrical board). After disconnecting and reconnecting the internal battery connector at electrical board. Pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had battery not lasting had to change again after multiple troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.